Event description:
Small silicone washer fell out of the taut introducer peritoneal catheter into the pt's abdomen. Surgeon was able to retrieve the washer. Only washer / seal and packaging retained by staff.